Event description:
It was reported that a patient presented for a device implant procedure on (B)(6) 2021. During the procedure, the patient's coronary sinus was dissected by an outer catheter. The patient was stable throughout.